Manufacturer narrative:
The valve was explanted but not returned for evaluation. Pictures of the explanted valve were received, it was observed that host fibrous (pannus) tissue growth appears to be mild and should have had limited impact on the function of the valve. The valve as shown in the photographs appears to be somewhat under expanded. However, the reported aortic stenosis could be related to patient-valve mismatch and/or other patient factors. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation.  Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr).  In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation.   In this case, the cause of the increase in gradient across the valve cannot be determined from the information available; however, it may have been due to a possible under deployed valve and/or patient-prosthesis mismatch.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. There is no information to suggest a manufacturing non conformances contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, after a successful valve in valve procedure the post procedure gradient was around 13 mmhg. A gradient elevation was observed one month post procedure and valve thrombosis was suspected, but after three months of anticoagulation treatment, no change had been observed. Five months after the procedure the patient was symptomatic with a gradient of 40-45 mmhg. It was decided to send the patient to surgery in order to explant the valve. Patient was doing well after surgery and had undergone their routine dialysis. After explant, the valve presented no thrombosis, but a cusp was less mobile than the others and pannus was observed. As per medical opinion, the high gradient was due to the viv.